Event description:
It was reported that a spectrum iq infusion pump under-infused during patient infusion. This was further described as "infusion complete alert despite remaining volume in the container." Additionally it was noted an occlusion in the tubing, however, there was no upstream occlusion alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.